Event description:
Oxford partial came loose at physical therapy. Pop and knocking noise noted. Swelling and pain increased. Pt sought help for 9 months before revision was done. Permanently disabled. Dates of use: 1 year, 2006 - 2007. Diagnosis: chondromalacia, severe arthritis, and degenerative. Event abated after use stopped: no. Oxford phase iii meniscal bearing and tibial tray both became loose shortly after surgery, approx 3 months. X-ray evidence did not show looseness, but pt complained of swelling, increasing pain, loud knocking sounds, grinding, and weakness. Revision showed device had come loose and was removed from joint. Revision to total knee was done, but outcome was total disability.